Manufacturer narrative:
Unite alarmed compromised force sensor alert due to moisture damage on electronic component. Unable to perform self test. Pump received with broken battery tube thread noted.

Event description:
Customer reported via phone call that there was fluid under the liquid crystal display. Customer blood glucose level was 175 mg/dl. Customer also stated that the battery compartment opening was damaged. The device will be returned for analysis.